Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error codes. Customer¿s blood glucose level was unknown. Customer also reported partial battery life after just putting in new batteries, crack near reservoir opening, occasional grinding during rewind, unexplained no delivery alarms which was resolved by changing infusion set or rewinding and once had squirted insulin from infusion set while priming. The device will not be returned for analysis.